Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that patient had a battery replacement which seems to have resolved the high impedance, the lead was not replaced. The attending company representative has stated that generator diagnostics were not performed on the old generator with a test resistor as the surgeon wanted to close and end the case as soon as possible. The possibility of intermittent high impedance due to a positional fracture is being investigated further before concluding a generator malfunction had occurred on the explanted generator. The surgeon's office reported that no mention of intra-operative troubleshooting was noted in the operative notes. No other relevant information has been received to date.

Event description:
The patient was seen at a later date and high impedance was not seen at that visit upon interrogation per the physician. Positional diagnostics were not completed at that visit to see if there were intermittent impedance issues. No other relevant information has been received to date.

Event description:
Additional information was received reporting that the patient experienced increased seizures due to the high impedance event. No other relevant information has been received to date.

Manufacturer narrative:
F10 - impact code, corrected data: the initial reporter indicated that a revision surgery occurred in a previous report, but inadvertently did not include a relevant code needed.

Manufacturer narrative:
B1: adverse event or product problem, corrected data - initial reporter inadvertently neglected to select both options. B2: outcomes, corrected data - initial reporter inadvertently neglected to select the an option.

Event description:
Product analysis was completed on the returned device. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high impedance and has been referred for lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.